Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 499mg/dl and a high ketone level identified as dangerous by healthcare provider. Reportedly, multiple, intermittent occlusion alarms occurred. Bg was treated with intravenous insulin and saline. Reportedly, customer left the ER later the same day with the issue resolved and no permanent damage.